Manufacturer narrative:
(B)(4). Customer returned pump for an alleged moisture damage and crack at the battery compartment found on event (B)(6) 2021. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor and harness assembly vibrator. ¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked case corner of the belt clip rails near the battery compartment and cracked select button keypad overlay. Confirmed moisture damage pcba 1 / pcba 2 / harness assembly. Confirmed cracked case corner of the belt clip rails near the battery compartment.

Event description:
Information received by medtronic indicated that the insulin pump had crack at belt clip area and insulin pump had exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.